Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove (anatomy). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy appears to be related to procedural conditions (anterior leaflet stuck on gripper during positioning). The reported tissue injury appears to be a cascading event of the difficult removal from anatomy and challenging patient anatomy (thin and frail leaflet tissue). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was attempted to be placed. During clip movement the anterior leaflet fell behind the gripper and troubleshooting was preformed to free the leaflet. During the troubleshooting the posterior gripper interfaced with the posterior leaflet. The clip was maneuvered away and grasped the anterior-2/posterior-2 leaflets when additional mr from previous placement was identified. An examination of the leaflets was completed utilizing an transthoracic echocardiogram (tte) when it was identified that the anterior leaflet had a perforation of the tip and a flail. This was likely caused by the interaction of the clip with the anterior leaflet in addition to the poor leaflet quality. The clip was removed from the patient and the procedure was discontinued due to poor leaflet conditions. There was no clinically significant delays reported.